Event description:
On (B)(6) 2022, an amazon customer commented that the product was false negative. : the reporter said that the test was false negative even though binaxnow, flowflex, and pcr tests were positive the day before. Customer tried to return through the application and got a refund immediately after calling cs. Importer comments: due to the system functionality to not allow seller can leave the comments on the website or contact the reporter, it is not able for us to follow up to collect additional information, such as product information (lot #, expiration date, etc.) Following by reporter's consent.